Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: sweden.

Event description:
It was reported that during surgery the unit stopped working mid operation and the skin graft backed in in the dermatome again and could not be used. It was unknown if there was patient harm or surgical delay. Due diligence is in progress, there is no additional information available.